Manufacturer narrative:
This complaint is a duplicate of MFR report #: 1416980-2017-06375. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment and the patient outcome of the peritonitis was not reported. The patient was hospitalized for the event. It was not reported if pd therapy was ongoing. No additional information is available.